Manufacturer narrative:
(B)(4). (B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video identified a leak between port tube of the internal bag and main tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be is incorrect assembly technique with solvent by operator. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked during priming. There was no patient involvement. No additional information is available.